Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. Agent stated that it appeared as though the catheter was punctured with a suture upon closure from previous implant. Per the instructions for use of the device, cathter tears and breaks are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Agent reported a catheter revision that occurred due to a lack of therapy and an inconclusive catheter dye test. During the revision, it appeared as though the catheter was punctured with a suture upon closure from the previous implant.